Event description:
The iab was inserted into the pt on 7/13/98 at 2:00 p.m. The dr had difficulty removing the iab on 7/15/98 at 9:15 a.m. The pt had bleeding that was severe and a transfusion was required. Also removal was required and repair of the artery/evacuation of a hematoma was required. The iab was not returned to datascope for evaluation. (Event complications: bleeding/transfusion/repair to artery/hematoma-reported 7/27/98) (pt's current status: discharged-reported 7/27/1998).